Event description:
Customer reported that the system will not save images. Needed to replace the hard drive. Was unable to obtain patient data or procedure attempted. No patient was harmed.

Manufacturer narrative:
Gehc field service engineer needed to replace the high voltage cable. Also needed to replace the hard drive.